Event description:
Customer reported the solar monitor did not alarm when a pt experienced low spo2 following orthopedic surgery. The pt reportedly experienced an altered level of consciousness. Resuscitative measures were reportedly undertaken, and the pt was placed on a ventilator for a period of time. The pt reportedly recovered and was discharged the following day under the care of a pediatric neurologist. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.